Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. During preparation of the mitraclip delivery system (cds 80118u155), it was noted that the grippers were not responding. The device was not used in the anatomy and was replaced. A new cds (81025u211) was advanced into the patient; however, the clip could not be aligned with the valve as there was strong anterior/posterior movement. The cds was removed then re-inserted, but the same issue occurred. The clip was not implanted and the cds was removed and replaced. Two clips were implanted, reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation confirmed the reported issue to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.